Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the activation failure could not be determined. It is possible that the distal sheath of the supera delivery system was entrapped or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the devicena.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). A 6 x 150 mm supera peripheral self-expanding stent system (sess) was prepared per the instructions for use and no damage was noted. The vessel was prepared per the recommendations. A 6f sheath and a 0.014 non-abbott guide wire was used to deliver the sess to target lesion. The stent was deployed without issues and the physician assumed that the supera stent had deployed fully at the lesion. The delivery system was removed from the patient anatomy without resistance and the supera stent came out with it and was hanging on the guide wire. A new sheath and a new supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.